Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of atrial flutter. The patient does not want to go to the clinic for a follow-up so the patient will try applying magnets at home. Over one year later, the patient had the entire system explanted but not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. There was a melted portion of the high-voltage cable. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray showed foreign material in the lead insulation approximately 24mm from the terminal pin (these leads are not hermetically sealed). Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to oversensing of atrial flutter. The patient does not want to go to the clinic for a follow-up so the patient will try applying magnets at home. Over one year later, the patient had the entire system explanted but not replaced. There were no additional adverse patient effects.